Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. Fill cannula was not recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer reported pump errors 53 and 4. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, and self tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 53 (filenumber = (B)(4), linenumber = 101) occurred on 12/03/2022 @ 05:17:13. In addition to this, the adapt tool confirms that pump error 4 occurred on 12/03/2022 @ 05:17:13. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. According to the sw engineer: "issue happened 12/03/2022 but traces starts from 01/04/2023. Pump error log does not contain data regarding to fault 5. According the history analysis: 12/03/2022 05:17 fault 777 ""changesensoralert"" happened, after that the following alerts were risen: 1) fault 4 (mainprocessorcommunicationalarm) file h_drvipc.c 2) fault 53 (softwareerror) file sguiwrapper.c line 101. It is an known issue (B)(6) (line 424 of this table): in short period many messages from sg manager were sent to notify ui which caused memory pool overrun and pump sw error with restart. Two almost simultaneous events caused additional messages sent to memory pool: 1. Sg reading with flag 'change sensor' received 2. Sg sensor plug was disconnected ui thread was preempted by other higher priority threads, which blocked ui from processing messages from sgm" in summary, the customer¿s report of pump errors 53 and 4 both were confirmed. Pump error 53 (filenumber =(B)(4), linenumber = 101) and pump error 4 are due to a software issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.